Manufacturer narrative:
Batch review performed on 06-nov-2024. (B)(4) items manufactured and released on 21-sep-2015. Expiration date: 2020-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 6 years and 10 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10mm) with a thicker one (12mm) and the surgery was completed successfully. No issues with the other implants detected.